Event description:
The valve had limited flow.

Manufacturer narrative:
The valve was implanted in 2008, and explanted the following month. The valve was patent and passed siphon and reflux testing. The valve was within specifications for pressure-flow testing at pressure level 0.5 at a rate of 20.4 m/hr @ 0 cm hp. The valve did not meet specifications for all other pressure-flow and preimplantation testing. Debris inside the valve may partially occlude the valve mechanism resulting in high pressure-flow results. The valve did not pass leak testing due to the damage on top of the delta chamber. There was also a cut on the silicone near the inlet connector. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.